Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: lot #? Does the whole or part of needle remain in the patient¿s tissue? If yes, what tissue structure is it located? The entire needle is still in the patient in deep tissue in the hip. What measures were taken to retrieve the needle/needle piece? Was the patient brought back to or to have needle/needle piece removed or was the needle removed during the initial procedure? Any patient impact / patient consequences / adverse patient outcome (additional treatment required etc.) And/or problem (prolonged surgery etc.) Due to the non-conformance reported? If yes, were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain was the procedure completed successfully? If yes, how? Has there been any medical or surgical intervention performed post-op initial procedure to remove the needle? If not, are there any plans to remove the needle? If yes, please indicate date patient current condition? Do not have the lot number. The entire needle is still in the patient in deep tissue in the hip. When the doctor realized the needle came off they called in x-ray and took multiple pictures. They could see the needle on the x-ray however the doctor was unable to dig it out. After multiple attempts he decided to leave it in the patient. Dr. Has not seen the patient post-op. Other than that the tha was successful. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a total hip replacement on (B)(6) 2018 and barbed suture was used. The surgeon advised that the needle popped off of the suture strand and was lost in the patient. They could not see it and brought in x-ray. After multiple attempts of trying to dig the needle out, the surgeon was unsuccessful. No adverse consequences reported. No device will be returned.